Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that this right atrial (ra) lead exhibited under sensing and is causing inappropriate atrial pacing in which it caused cross chamber blanking of the right ventricular (rv) sensed events and inappropriate rv paced events. Also, patient experienced palpitation from inappropriate pacing. This ra lead remains in service. No adverse patient effects were reported.